Manufacturer narrative:
A follow up report will be filed once the quality investigation is complete. Device discarded.

Event description:
It was reported that during a surgical procedure, the e-sep pencil became active with no one intentionally activating it. The pencil was continually active until unplugged from the unit. It was also reported that there were no adverse consequences and no delays as a result of this event. It was further reported that the procedure was completed successfully using a back-up pencil.

Manufacturer narrative:
A follow up report will be filed once the quality investigation is complete. Device discarded.

Event description:
It was reported that during a surgical procedure, the e-sep pencil became active with no one intentionally activating it. The pencil was continually active until unplugged from the unit. It was also reported that there were no adverse consequences and no delays as a result of this event. It was further reported that the procedure was completed successfully using a back-up pencil.

Manufacturer narrative:
H6: the quality investigation is complete.

Event description:
It was reported that during a surgical procedure, the e-sep pencil became active with no one intentionally activating it. The pencil was continually active until unplugged from the unit. It was also reported that there were no adverse consequences and no delays as a result of this event. It was further reported that the procedure was completed successfully using a back-up pencil.